Manufacturer narrative:
It was reported that the patient's device was explanted on (B)(6) 2018 and the patient was re-implanted with a new device during the same surgery.

Event description:
Per the clinic, the patient experienced infection and migration of the device; subsequently the patient underwent revision surgery on (B)(6) 2011 to reposition the implant. The implanted device remains.